Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic. Remote transmissions revealed auto mode switch and non-sustained right ventricular oversensing episodes. The implantable cardioverter defibrillator exhibited low level, high frequency noise leading to inhibition of pacing. Myopotential oversensing was suspected to be the possible cause. Programming changes were made. Previously reproducible noise with arm movements were no longer reproducible. The patient will continue to be monitored.